Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in an attempt to administer medication, even after tightening, the connecting point of the two stopcocks became loose when infusing. The medication leaked and blood backed up into the tubing. There was no patient harm.